Event description:
Customer reports of not being able to program new insulin pump due to blank display screen. Customer's blood glucose was 257 mg/dl, which were treated with manual injections. After troubleshooting, display screen did return after changing batteries. After troubleshooting, customer attempted to clear battery out limit alarm and customer experienced keypad anomaly. Act button was unresponsive. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.